Event description:
It was reported that the rota burr got stuck with the rotawire. A rotapro and rotawire drive were selected for use. During the procedure, the rotapro and rotawire became stuck together and were removed simultaneously. The removal difficulty occurred due to a kink observed in the rotawire. The procedure was completed using another of the same device. There were no patient complications.